Event description:
It was reported that a patient presented in-clinic. Prior examination of the left ventricular (lv) lead revealed failure to capture on the lv lead, indicating lv lead dislodgement. X-ray imaging performed on (B)(6) 2021 during the procedure confirmed the lv lead had dislodged. The lv lead was explanted and replaced on (B)(6) 2021. The patient was discharged and no additional patient consequences were reported.